Manufacturer narrative:
The insulin pump was received with a button error alarm and no button response due to corroded keypad traces. No moisture damage was found inside the pump. The pump was also received with a cracked case at the display window corner, a missing end cap sticker, and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump that won't clear. Customer's blood glucose was 69 mg/dl. Customer has already treated. Customer stated that the alarm occurred right after the pump was exposed to moisture. Customer wore the pump in her bra while exercising and she did sweat. Customer stated that she has done this before with no problem. Customer was advised that the pump will need to be replaced. Customer was also advised to revert to a back-up plan.